Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported entrapment remains unknown.

Event description:
The patient was doing well post surgery.

Event description:
The patient was transferred to the cath labe at a different hospital and they attempted to extract the ablation catheter from the sapien valve unsuccessfully. The patient was then moved to the operating room where the catheter was successfully removed and patient was doing well post surgery.

Event description:
During an atrioventricular node ablation, the catheter was advanced into the left ventricle for consolidation lesions when it became entangled in the struts of the non abbott (sapien tavr) valve. Mutiple attempts were made to remove the catheter tip from the valve without success. The patient was transferred to surgery to retrieve the device.